Event description:
It was reported at a follow up appointment, the pacemaker elective replacement indicator was tripped. It was also noted the pacemaker was experiencing a lock up measurement issue and was reprogrammed back to normal function with a specific programmer. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.